Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's device was displaying the replace columns message. As a result, the patient experienced shortness of breath and their oxygen levels decreased while at home. Patient did have a stationary unit at the time of the event, but was brought to the emergency room twice due to this event. Patient was only there for a couple of hours on both occasions. Replacement columns have been shipped out to the patient.